Event description:
Boston scientific crm received info that this right atrial (ra) lead and the right ventricular (rv) lead were explanted as pt pulled out both leads with activity. New ra and rv leads were successfully implanted. No adverse pt effects have been reported.